Manufacturer narrative:
The product has been returned to the manufacturer however the evaluation has not yet begun. Therefore, the evaluation results are currently unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device heated up in less than a minute. This was found pre-operatively and so a patient wasn't involved. There were no injuries reported as a result of this event.

Manufacturer narrative:
The evaluation found the following pre-repair temperatures in degrees fahrenheit. Rear (120 max.): 84.28f middle (120 max.): 102.08f nose (120 max.): 109.9f the evaluation noted the nose and midsection internal components were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis completed.